Manufacturer narrative:
Correction: initial reporter occupation, other occupation, report source, report source other: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Annex a: a040502, a1205; annex g: g02017, g02005; annex b: b01, b14; annex c: c07, c23; annex d: d11, d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module having intermittent yellow and green lights and pausing the infusion was determined to be the auto restart feature that activates when the device starts detecting and occlusion. Preventive maintenance results indicated that the suspect pump module was performing correctly with no issues noted. The review of the suspect pump module and concomitant pcu error logs showed no errors or malfunctions relevant to the customer¿s complaint. A review of the concomitant pcu event log identified that on (B)(6) 2025 at 5:03 pm the channel was selected and the user selected a rate of 100ml/hr and a volume to be infused (vtbi) of 200ml. The primary volume infused (pvi) was recorded as 472.825ml, an accumulated total from previous infusions. At 5:04 pm, the user selected a rate of 125ml/hr. From 6:22 pm to 6:25 pm, the channel performed an auto restart four (4) times. The user paused and restarted the infusion. The user selected a vtbi of 130ml. Pvi was recorded as 640.41ml. At 6:36 pm, the user paused the infusion. Pvi was recorded as 664.183ml. At 6:42 pm, the system was powered down. Per the bd alaris user manual version 12.1.3, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The user manual states under features and definitions the auto restart feature: part of the system¿s downstream occlusion detection system designed to minimize nuisance, patient-side occlusion alarms. Allows system to automatically continue an infusion following detection of a patient-side occlusion if downstream pressure falls to an acceptable level within a 15-second checking line period. If this feature is enabled, checking line function occurs when downstream pressure exceeds pressure limit. If downstream pressure decreases to a predetermined level (below 50% pressure limit) during 15-second checking line period, infusion automatically continues. If condition is not cleared within 15 seconds, a partial occlusion - patient side alarm occurs. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4)) repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of intermittent lights on the pump module was determined to be the auto restart feature. Note that this report lists imdrf annex a040502, a1205, g02017, g02005, c23, c07, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module was used to infuse blood (packed red blood cells prbc) but the unit "kept pausing", "yellow light then turns green every few seconds." Per report, the unit "did not alarm" and caused infusion delay. The event occurred on (B)(6) 2025 at 1815. The blood transfusion was infusing at a rate of 100ml/hr. Per report. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module was used to infuse blood (packed red blood cells prbc) but the unit "kept pausing", "yellow light then turns green every few seconds." Per report, the unit "did not alarm" and caused infusion delay. The event occurred on 29 january 2025 at 1815. The blood transfusion was infusing at a rate of 100ml/hr. Per report. There was patient involvement, but no harm.